Event description:
It was reported that the customer experienced multiple instances of diabetic ketoacidosis and subsequently lost their unborn fetus. No additional information was provided and the customer declined further contact from tandem.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.